Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and had a blank display. The customer's blood glucose was 147 mg/dl at the time of the blank display, and her most recent blood glucose was 60 mg/dl. The customer observed a little corrosion on the side of the battery compartment. She was unable to troubleshoot for the unexpected restart due to the blank display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to the interface board has a broken solder joint. Unable to verify a21 alarm due to blank display. The insulin pump has severely scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.